Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011. The daily high voltage lead impedance trend data shows no save-to-disk data for superior vena cava (svc) defibrillator coil between (B)(6) 2011, then shows svc defibrillator coil impedance has a 254 ohm peak between (B)(6) 2011. The programmer data shows svc defibrillator coil impedance equals 109 ohms (B)(6) 2011. There is oversensing. There was one ventricular fibrillation episode of 170 ms on (B)(6) 2011.

Event description:
It was reported that the superior vena cava (svc) coil had high impedance. The svc coil was turned off and defibrillation thresholds were tested again. The right ventricular lead is still in use. No patient complications have been reported as a result of this event.